Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the alleged post-operative complication sustained by the patient. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The surgeon used two endowrist stapler 45 instruments (part #470298-11) during the case. The surgeon alternated each instrument while completing firings using green and blue stapler 45 reloads. The stapler 45 user manual provides the following warnings: "warning: after firing, always inspect the staple line for hemostasis. Minor bleeding may be controlled by electrocautery or manual sutures." "Warning: always inspect the tissue thickness and select an appropriate stapler 45 reload before application of a staple line using the stapler 45 instrument. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper stapler 45 reload. Improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation." In addition, the stapler 45 user manual provides the following instructions if clamping on a second attempt is not complete: reposition the stapler. Change to a stapler 45 reload designed for thicker tissue (if available). This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a thermal ureteral injury was identified. After undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative bleeding allegedly from a staple line. In order to control the bleeding, the patient underwent traditional laparoscopic surgery and ¿clips¿ were placed by the surgeon where the distal end of a green stapler 45 reload was fired. However, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient had to undergo a second surgical procedure the same day to fix a bleed that allegedly originated from the initial robotic procedure. On (B)(4) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the da vinci-assisted sleeve gastrectomy procedure which was recorded on video. Per the csr, the surgeon indicated that a stapler misfire occurred during the surgical procedure. However, the surgeon does not believe the stapler misfire was related to the staple line bleed that was identified post-operatively. The da vinci-assisted surgical procedure was reportedly uneventful and straight-forward. There were no intra-operative complications. A leak test was performed as with all of his sleeve gastrectomy procedures and no issues were found intra-operatively. The case was completed robotically. On the same day the da vinci-assisted procedure was performed, the patient returned to the or after blood was found in a drain. The same surgeon who performed the da vinci-assisted surgical procedure performed traditional laparoscopic surgical procedure to control bleeding identified on the staple line. The surgeon controlled the bleeding by placing ¿clips¿ on the distal end of where a green stapler 45 reload was fired and where buttress material was placed. According to the csr, the patient is doing fine and has been discharged from the hospital.